Event description:
On (B)(6) 2025 , it was reported by a sales representative via (B)(4) that an ar-9938-11 wire cutter broke while trying to cut the snap off pins. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9938-11 batch 672331 was received for investigation. Visual inspection found that a piece of the device's jaws was broken off, and the silicon inserter was not returned for evaluation. The device shows discoloration spots. Functional testing was performed by pressing the handle to check for resistance or any issues. The most likely cause of the reported failure is user error, applying excessive force during use.